Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that premature battery depletion was noted via merlin.net transmission. The patient and device will be monitored and the device will replaced at time of eri.